Event description:
The customer reported the module works intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the module works intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. No external damage or defects were observed. The unit powered on and off using a known good battery module. "Replace cable" error message appears when connecting a known good sensor and the device cannot take measurements. The instrument module is successfully able to communicate with a known good battery module, display is mirrored on a known good root. Internal inspection found the sensor connector flex cable is cracked. The "replace cable" message is due to cracked sensor connector flex cable. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.